Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal. The customer experienced an elevated blood glucose (bg) level displayed as ¿high", however, specific value was not provided. A correction bolus was delivered to address bg. The customer reverted to alternate therapy for diabetes management.